Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stated he suspects his ipg is inoperable.

Event description:
Follow-up information indicated the patient's device is not inoperable, but the patient feels it is "not working as well". Patient desires to have the device replaced.